Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed last error code 46228 during testing and that the pump does not maintain date and time. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery door is missing, and lcd lens is cracked. Unable to confirm complaint of "does not maintain date and time". Successfully charged unit for 72 hours. Power-up test and visual inspection both confirm date and time are held as expected. No root cause could be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.